Event description:
On (B)(6) 2013, animas was contacted and advised that the patient¿s hcp believed there was potentially a problem with the patient¿s pump. During a follow-up call to the patient, the patient mentioned that earlier that day, while sitting in an eye doctor office with his wife his blood glucose (bg) dropped to 41 mg/dl. The patient mentioned at the time of the low bg that he was extremely tired and did not known what was going around him. The doctor¿s office contacted ems, who picked him up and took to the hospital. The patient reported he was treated for the low bg and then sent home. At the time of the call, the patient stated he felt fine. At the time of troubleshooting, the patient declined to review his pump. The patient repeatedly informed the animas representative that his pump was working fine and that his pump settings were set properly and as intended. The patient did not implicate the pump with the low bg excursion he developed earlier that day. When asked what may have caused and/or contributed to his low, the patient responded by saying there was ¿no way to tell¿ and further mentioned that he felt his body metabolized his meal differently which may have contributed to low. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. Since the patient declined to review pump settings and history, insulin pump use could not be ruled out as cause or contributor to this event.